Event description:
The customer reported that no sound was being emitted by the monitor. There was no report of pt harm.

Manufacturer narrative:
(B)(4). The customer reported the no sound was being emitted by the monitor. The customer stated the they opened the device and found the speaker cable detached from the speaker. The solution center (sc) technical support engineer (tse) provided troubleshooting assistance via telephone; no onsite evaluation was performed. No pt harm was reported. The sc tse shipped the customer a replacement speaker a their request. The monitor remains at the customer site. The cause of the cable detachment is unk. The customer replaced the speaker to resolve the issue. Ther heave been no additional similar issues reported with this monitor since the date of this complaint. Device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. No further investigation or action is warranted. No formal response was requested and none is warranted.